Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes had clotting/micro clots/fibrin clots. The following information was provided by the initial reporter: ¿blood became clotting during centrifugation.¿

Event description:
It was reported during use the bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes had clotting/micro clots/fibrin clots. The following information was provided by the initial reporter: ¿blood became clotting during centrifugation.¿

Manufacturer narrative:
H.6. Investigation: bd had received samples, and photos were forwarded for evaluation. The photos were evaluated and the customer's indicated failure mode for clotting with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.